Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right ventricular (rv) lead warning had triggered approximately one year prior. High thresholds and high impedances were noted to have been chronically high. The lead remains in use. No patient complications have been reported as a result of this event.